Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right atrial (ra) lead experienced chest pain and pericardium effusion, perforation which was confirmed through x-ray. The lead trend shows impedance elevation and slight change in threshold. However, this type of change possibly happens with several reasons and patient condition. This ra lead was explanted. No additional adverse patient effects were reported.